Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed with the cassette unlocked when it was locked. This occurred during the device go-live. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device alarmed with cassette unlocked, when it was locked during the device go-live¿ was confirmed during the downstream occlusion test. The cause was damaged flex circuit. The flex circuit was replaced, and the pump was calibrated. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.